Manufacturer narrative:
Evaluation summary: the thermistor and thermal filament circuits were found to be continuous, with no open or intermittent conditions detected. No error messages displayed. All through lumens patent. Balloon inflated clear, concentric and remained inflated for more than 5 minutes. The thermistor read 36.9' c when submerged in a water bath at 37.0' c.

Event description:
Catheter stopped working and did not give good data.